Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient developed pocket infection. The device and leads were explanted on (B)(6) 2019. The patient was in a stable condition. Related manufacturer reference number: 2017865-2019-06260; 2017865-2019-06261; 2017865-2019-06262.

Manufacturer narrative:
Analysis was normal. No anomalies were found.